Event description:
It was reported that an external blood leak was observed from the deaeration chamber of a prismaflex m100 set during continuous renal replacement therapy. The volume of blood loss was not known. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date: november 2025. The actual device was not available; however, a video of the sample were provided for evaluation. Visual inspection of the video showed that the set deaeration chamber was cracked, which allowed the reported leakage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.